Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR: 8030665-2014-00356.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid on the tubing set. He was advised by his nurse to take antibiotics. He retained the set and gave it to his pd nurse. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. He was prescribed prophylactic antibiotics cefazolin and ceftazidime. The nurse is returning the set. No adverse event reported at this time.